Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent reported a decline in hearing performance with the device in (B)(6) 2024. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Based on the received information and in situ measurements from the field, it seems that the reported issue might be related to an air bubble over the reference electrode. This is a final report.

Event description:
The parent reported a decline in hearing performance with the device in (B)(6) 2024. The recipient has been re-implanted.